Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effects of dissection, hemorrhage and occlusion are listed in the proglide instructions for use as potential adverse event associated with use of the vessel closure devices. Based on the information provided, a definitive cause for the reported issue could not be determined. The reported patient effect of dissection, hemorrhage and occlusion are known as inherent risks of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the highly calcified left common femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional navitor implant procedure. The sutures of two proglide devices were successfully placed. The sheath was upsized to a 14f sheath and the tavi procedure was completed. After finishing the tavi procedure, a j-wire was left in the leg. The two pre-placed proglide sutures were used to close the access site over the j-wire. It was noticed that there was still bleeding from the access site after advancing the knots of the proglides. Manual pressure was held with no success. An angio of the leg was taken which showed a dissection and no distal flow after the access site. The access site was ballooned to regain flow. Tamponade was performed four times (4 minutes each time) to close off the dissection and achieve hemostasis. It was then determined that the dissection seemed to resolve and flow was restored. The patient was moved to the floor or observation. The physician believed it was the patient's heavily calcified anatomy, small vessels and interaction with devices that caused the no flow below the access site. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.